Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of the coil sheath and a hole in the outer tube were discovered. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endobronchial ultrasound procedure (ebus), the user noticed that handling of subject device was quite difficult. The user was able to puncture the lymph node, but once the device was retracted from working channel, visible damage seen on outer sheath of needle. One area of the sheath was observed to be squeezed, and another area, there was a puncture through the sheath. The user replaced the device with a new needle and continue the ebus procedure. There were no reports of patient harm.